Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window. Insulin pump received with foreign debris under window display.

Event description:
It was reported that the customer had a compromised force sensor system on the insulin pump. Customer's blood glucose level was 323 mg/dl. Customer was advised to remain disconnected from the pump. Customer was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that the drive support cap was protruded. Insulin pump will need to be replaced. No additional information provided.